Event description:
On 02/01/2022, it was reported by a distributor via sems that a ar-613-1 handle broke. This occurred on (B)(6) 2022 during a tka procedure. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the handle was found to be cracked. The handle is also heavily dented and the anvil is worn due to impaction. Based off the information provided, the most likely cause of the reported failure is wear and tear.